Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device, location of device: unknown / essure. Coil noted within right aspect of pelvis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included depression. Previously administered products included for birth control: mirena-iud from 2005 to 2007. Concurrent conditions included body mass index normal, genital bleeding, scoliosis, mood disorder, mucus discharge, bipolar disorder, chronic pain, radiculopathy, vaginal yeast infection, left lower quadrant pain, adenomyosis, grand multiparity and lower abdominal pain. Concomitant products included fluconazole (diflucan) for yeast infection as well as alprazolam (B)(6) 2017 to (B)(6) 2017, buspirone, cyclobenzaprine, escitalopram (B)(6) 2018 to (B)(6) 2018, etodolac, intrauterine contraceptive device (paragard), medroxyprogesterone acetate (provera), metronidazole (flagyl 250), nsaids, oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and trazodone (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ chroic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), renal cyst ("cyst on kidney"), ovarian cyst ("cyst on ovaries"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial infection ("bladder or urinary problems or changes: bacterial infection") and dysuria ("bladder or urinary problems or changes:pain when urinating") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vision blurred ("vision problems; blurred vision") and vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), anxiety ("psych injury: anxiety"), urinary tract disorder ("urinary probs"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), nausea ("nausea") and rash ("rashes or skin conditions type: pelvic & arm rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, anxiety, urinary tract disorder, vaginal infection, bladder disorder, fatigue, headache, nausea, weight increased, vision blurred, renal cyst, ovarian cyst, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash, migraine, tooth disorder, vaginal discharge, bacterial infection and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, renal cyst, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011 plaintiff received treatment for chronic pain, pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, migration, urinary probs, vaginal infection, bladder problems, fatigue, headaches, nausea, weight gain, vision problems, cyst on kidney, cyst on ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: 1.6 cm right ovarian cyst. Left ovary obscured. Nabothian cyst in the endocervix.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted from bayer data base. All information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) date of insertion was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device, location of device: unknown / essure. Coil noted within right aspect of pelvis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included depression. Previously administered products included for birth control: mirena-iud from 2005 to 2007. Concurrent conditions included body mass index normal, genital bleeding, scoliosis, mood disorder, mucus discharge, bipolar disorder, chronic pain, radiculopathy, vaginal yeast infection, left lower quadrant pain, adenomyosis, grand multiparity and lower abdominal pain. Concomitant products included fluconazole (diflucan) for yeast infection as well as alprazolam19- (B)(6) 2017, buspirone, cyclobenzaprine, escitalopram17- (B)(6) 2018, etodolac, intrauterine contraceptive device (paragard), medroxyprogesterone acetate (provera), metronidazole (flagyl 250), nsaids, oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and trazodone (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ chroic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), renal cyst ("cyst on kidney"), ovarian cyst ("cyst on ovaries"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial infection ("bladder or urinary problems or changes: bacterial infection") and dysuria ("bladder or urinary problems or changes:pain when urinating") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vision blurred ("vision problems; blurred vision") and vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), anxiety ("psych injury: anxiety"), urinary tract disorder ("urinary probs"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), nausea ("nausea") and rash ("rashes or skin conditions type: pelvic & arm rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, anxiety, urinary tract disorder, vaginal infection, bladder disorder, fatigue, headache, nausea, weight increased, vision blurred, renal cyst, ovarian cyst, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash, migraine, tooth disorder, vaginal discharge, bacterial infection and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, renal cyst, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011 plaintiff received treatment for chronic pain, pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, migration, urinary probs, vaginal infection, bladder problems, fatigue, headaches, nausea, weight gain, vision problems, cyst on kidney, cyst on ovaries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: 1.6 cm right ovarian cyst. Left ovary obscured. Nabothian cyst in the endocervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device, location of device: unknown') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's previously administered products included for birth control: mirena-iud from 2005 to 2007. Concurrent conditions included overweight, genital bleeding, scoliosis, mood disorder, mucus discharge, bipolar disorder, chronic pain, radiculopathy, vaginal yeast infection, left lower quadrant pain, adenomyosis, grand multiparity and lower abdominal pain. Concomitant products included fluconazole (diflucan) for yeast infection as well as alprazolam (B)(6) 2017 to (B)(6) 2017, buspirone, cyclobenzaprine, escitalopram (B)(6) 2018 to april 2018, etodolac, intrauterine contraceptive device (paragard), medroxyprogesterone acetate (provera), metronidazole (flagyl 250), nsaids, oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and trazodone (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced anxiety ("psych injury: anxiety"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), renal cyst ("cyst on kidney"), ovarian cyst ("cyst on ovaries"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial infection ("bladder or urinary problems or changes: bacterial infection") and dysuria ("bladder or urinary problems or changes:pain when urinating") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vision blurred ("vision problems; blurred vision") and vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems") and rash ("rashes or skin conditions type: pelvic & arm rashes"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, anxiety, urinary tract disorder, vaginal infection, bladder disorder, fatigue, headache, nausea, weight increased, vision blurred, renal cyst, ovarian cyst, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash, migraine, tooth disorder, vaginal discharge, bacterial infection and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, renal cyst, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6)2011 now it is reported (B)(6) 2011. Plaintiff received treatment for chronic pain, pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, migration, urinary probs, vaginal infection, bladder problems, fatigue, headaches, nausea, weight gain, vision problems, cyst on kidney, cyst on ovaries plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: 1.6 cm right ovarian cyst. Left ovary obscured. Nabothian cyst in the endocervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records:pelvic pain, ovarian cyst, back pain, menorrhagia, uti, dyspareunia, abdominal pain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu2& fu3 proceed together: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psych injury, migration, urinary probs, vaginal infection, bladder problems, fatigue, headaches, nausea, weight gain, vision problems, cyst on kidney, cyst on ovaries, plaintiff did not undergone essure confirmation test were added. Reporter¿s information, patient¿s demographics were added. On 20-sep-2019: fu2& fu3 proceed together: pfs received. New events abnormal bleeding (vaginal), uti, apareunia, migraines, dental problems, vaginal discharge, bacterial infection, pain when urinating were added. Lab data, concomitant drugs, treatment drugs, concomitant conditions,reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.